Event description:
Information received by medtronic indicated by medtronic that insulin pump received no motor movement alarm. Customer stated that error was recurring. No harm requiring medical intervention was reported. Troubleshooting was performed; however, customer will discontinue the use of device.

Manufacturer narrative:
(B)(4) . Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incomplete. The complete information has been included with this report in b5 section. The information related to health effect- impact code and component code has been updated and provided in h6 section of this report.

Event description:
It was reported that the insulin pump was return for analysis.

Event description:
Customer's diabetologist said the pump was not working. Customer had a low on (B)(6) 2022. She woke up in the morning with a low blood glucose of 4mmol/l. She felt dizzy and drank juice but it did not help. She then had a seizure. The paramedics were called. On sunday, (B)(6) 2022, she had detached set that resulted in high blood glucose. She treated the high with manual injection. When she tried to change the set, she could not because the pump kept alarming pump error 38. So, she continued on manual injection. Pump was used at the time of the low. Sensor was not used. So, per customer, smartguard was not used.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in sections b3 & b5 with this report. The initial and follow-up reports were submitted with incorrect information in the h6 section. For hypoglycemia event with health effect - clinical code 1912, health effect - impact code 4614 ems and 4613 glucose/carb intake have been added. For hyperglycemia event with health effect - clinical code 1905, health effect - impact code 4613 manual injection has been added. For seizure, health effect - clinical code 2222 and dizziness, health effect - clinical code 2194 have been added.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged pump error 38 alarm found on 03/02/2022. Pump passed the self-test, however failed the rewind test due to a pump error 38 alarm, thus could not perform the displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Successfully downloaded history files and traces using thus. Confirmed pump error 38 alarm on 03/02/2022 at 08:27:11, 09:11:46, and 13:55:23 in the pump downloaded history. The electronic assemblies and motor assemblies were inspected, and no anomalies were noted. Motor was taken to the test bench where it rewound with a pump error 38 alarm. The following were noted during visual inspection: cracked keypad overlay and pillowing keypad overlay. Customer alleged for pump error 38 alarm was confirmed. Rewind anomaly was confirmed due to pump error 38 alarm. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.